Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: per "the staple stapled and closed one side of the tissue but in the other side, only staples could be applied." After staple the tissue remains open? If yes, does the staple fired malformed staples? Does the staple line incomplete? Were there any patient consequence related to this event? If yes please describe. Please provide more details. While the cartridge closed one side smoothly, it placed a single row of staples on the left side of the incision instead of 3 rows. Couldn't close the tissue. The length and formation of the punches were completely different. The staple line was missing. The patient may have had a major bleeding as a result, but the problem was prevented by firing a cartridge for the second time. There is currently no problem with the patient's condition. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the case, the staple stapled and closed one side of the tissue but in the other side, only staples could be applied. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2022 d4: batch # unk additional information file has been updated accordingly: updated from ecr60w lot 643a16 to ecr60g , lot: 692a39.